Event description:
Clinical study. It was reported that 1255 days after a coronary drug eluting stenting treatment procedure the patient presented with symptoms of shortness of breath. The index procedure treated a 3.50x12mm, 75% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a express2 3.50x16mm bare metal stent. The post-procedure target lesion had 0% diameter stenosis. At 1255 days after the implant procedure the patient was admitted to the hospital for shortness of breath. Coronary angiography revealed 30% stenosis in the mid lad with a widely patient stent, 60%stenosis in the distal rca. A stenting procedure reduced stenosis in the mid rca to 20% and the distal rca to 0%. The physician noted the serious adverse event to be probably related to the device. The event was reported as resolved the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.